Manufacturer narrative:
(B) (4). Zipper broken. Eval: results: eval of the returned product found that the panel side a slider body is open. Panel side a, at the end of the drainage port zipper, there is six inches of torn material. (B) (4).

Event description:
The customer claims that the zipper on the mattress envelope is broken, but couldn't specify the type of damage. There was no pt injury reported. Inspection shows that on panel side a the zipper slider body is open.